Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was tested through interrogation and was found to have high threshold. A chest x-ray was done on (B)(6) 2020 and verified the lead had moved. The lead was re-positioned on (B)(6) 2020. The patient was stable.